Event description:
Implant date: 1993. Pt complained of pain. Revision surgery in 1994 to explore fusion, remove hardware, and reinstrument with "tsrh" due to pseudoarthrosis. Remaining hardware not reported to have been explanted.